Manufacturer narrative:
During follow-up, the patient said he noticed no defect or malfunction with the cs14c product.

Event description:
Intermittent catheter patient (user) stated he is currently being treated by his doctor for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he has taken five different courses of different antibiotics and is still infected. He was then placed on a seven day course of shots which require him to go to the hospital each day to receive with hope that the treatment will cause him to recover from the infection.